Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a partial insertion of the electrode array during implant surgery. On (B)(6) 2017, the recipient underwent revision surgery to reinsert the electrode array. The recipient's device has been successfully activated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.